Manufacturer narrative:
This event occurred in (B)(6). Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A venous sample was collected from the patient and a drop from this sample was tested using the meter, resulting with a value of 1.8 inr. The same venous sample was tested in the laboratory using the sysmex thromborel s method, resulting with a value of 1.1 inr. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.